Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports employee received false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the four false positive results. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24223h, reader sn (B)(4)). Individual tested negative with a nasal swab rt-pcr test after receiving the false positive result. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.